Event description:
It was reported by a distributor in (B)(6) that patients sustained nasal scarring following nasal laser turbinectomies using lumenis nasal probes. It was further reported the patients required follow-up surgery. Lumenis confirmed four (4) reported incidents.

Manufacturer narrative:
An on-site examination of the subject device by a lumenis technical subject matter expert found the system to be functioning to manufacturer's specifications. No related device malfunction was reported or observed during the examination. Reasonable attempts were made to obtain patient information including gender and age, however specific details were not provided. After an interview with the attending physician, observation of treatments, and review of procedures by a lumenis medical subject matter expert, the expert concluded the root cause of the reported events to be improper technique employed by the device operator: burying of the nasal fiber in tissue while ablating causing debris build up at the fiber tip in contradiction to device labeling.